Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular lead was unable to advance into the vein. The physician removed and replaced the lead. Upon removal, the physician saw there was a break in the insulation and alleged this was why the lead was unable to move correctly. The patient was fine and stable all the time.